Event description:
It was reported that the device was leaking oil out of the tip of the device. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint of leaking could not be duplicated. The investigation is ongoing. This report will be updated if the results require.